Event description:
It was reported that it was decided to cap and replace the left ventricular (lv) lead with another lv lead in a different vein due to a chronic high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk biv ICD implanted: (B)(6) 2010; 694765 lead implanted: (B)(6) 2010. (B)(4).